Event description:
Concern regarding sufficient endoscope cleaning using product and potential damage to endoprocessor. Endoscopes reprocessed with another lot #. Detergent in processor has lots of suds and is coming out of the sides of the processor. This is the lot #17228 1 (there are 2 boxes of this lot #) which are the only ones we are having trouble with.